Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during distal pancreatectomy, the nurse connected the reload and the stapler and check ed the jaws opening/closing with no problem, wherein a device cannot be squeezed and it did not clamp tissue upon first fire. The surgeon re tried but to no avail. Prior to firing the device was checked and no problem found. Replaced by new device and the firing was completed with no problem. There was no patient harmed.